Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.50 x 24mm synergy ii drug-eluting stent was advanced for treatment but failed to cross the lesion. However, it was noted that the proximal side of the stent got lifted. The procedure was completed with another of the same device. No patient complications nor injuries were reported.